Event description:
Consumer complaint of high blood results. Customer expected results fasting are around 130 mg/dl and after meals around 220 mg/dl. The last 5 results in memory: 216, 108, 304, 88, and 116 mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (304) and the normal result (130) is located in zone c. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of high blood results. Customer expected results fasting are around 130mg/dl and after meals around 220mg/dl. The last 5 results in memory: 216mg/dl, 108mg/dl, 304mg/dl, 88mg/dl and 116mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (304) and the normal result (130) is located in zone c. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).